Event description:
Material no.: 302995 batch no.: 8354758. It was reported that before use of the syringe 10ml ll s/c 200 the "labeling" on the syringe is incomplete. The following information was provided by the initial reporter: the bd syringe product number is 302995. It's description is a 10cc syringe, but the labeling on the syringe is incomplete the lot number is 8354758.

Manufacturer narrative:
Investigation: a total of six 10ml syringes were received: 1 was loose, 1 was in an opened package, and 4 were in sealed packages, confirmed to be from batch #8354758 (p/n 302995). The samples were visually evaluated. All of the syringes were observed to have varying degrees of missing print between 5ml marking and the bd logo. Most of the print on that part of the barrel was either completely missing or faint. The print quality observed is rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 302995, batch no.: 8354758. It was reported that before use of the syringe 10ml ll s/c 200 the "labeling" on the syringe is incomplete. The following information was provided by the initial reporter: verbatim: the bd syringe product number is 302995. It's description is a 10cc syringe, but the labeling on the syringe is incomplete the lot number is 8354758.